Manufacturer narrative:
A1: patient identifier: requested, not provided a2: age & date of birth: requested, not provided a3: patient sex: requested, not provided a4: weight: requested, not provided a5: ethnicity: requested, not provided a6: race: requested, not provided d6a: implanted date: device was not implanted d6b: explanted date: device was not explanted e3: occupation: cath lab director a review of the device history record of the product code/lot # combination was conducted with no findings. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that after a left heart angio, the involved angio-seal vessel locator did not click together and when advanced separated. This was used after two 6f angio-seals failed. After the 8f failed, manual pressure was applied. The patient was not injured during the event and medical/surgical intervention was not required. Additional information was received on (B)(6) 2023: the third angio-seal used that failed, followed by manual pressure. Additional information was received on (B)(6) 2023: the user did have difficulty in inserting the locator into the hub. The user did not succeed in mating the locator and hub and did not successfully insert and lock the locator in the hub. There was not an audible click on mating. There was no tactile feedback after mating. The user was unable to mate the locator with the hub after many tries. The locator separated after mating with the hub. The locator was too loose and failed to stay in place. Separation occurred during the third attempt of three before manual pressure. Additional information was received on (B)(6) 2023: the patient was in stable condition. There was no reported blood loss.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint can be confirmed for a sheath and locator connection issue. Without a sample, the exact root cause cannot be determined. The likely root cause may be related to corrective and preventative action (CAPA) investigations. CAPA investigations have been opened to further investigate the issue. For additional information concerning the root cause and corrections, refer to the CAPA documents. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with terumo medical corporation specifications and procedures and the device was released in a conforming state. Non-conformances reports (ncr) and capas have been noted for this issue in the past 12 months.